Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation, however the customer has declined to return the device.